Manufacturer narrative:
(B)(4). Physio-control replaced the biphasic pcb assembly and observed proper device operation through functional and performance testing. The device is getting returned to the customer for use.

Event description:
It was reported that the device logged several event codes in the memory. Physio-control evaluated the device and verified the reported event codes in the memory and found that it was not able to deliver defibrillation energy. There was no report of patient use associated with the event.